Event description:
Healthcare professional reported through a practice development manager that a patient experienced paradoxical hyperplasia (ph) to the flanks and lower abdomen after coolsculpting treatment on (B)(6) 2024 to the flank and abdomen areas, using cooladvantage, cooladvantage plus and cooladvantage petite applicators, 12 months post treatment. Healthcare professional later reported "tissue is similar in feel to untreated areas except there are distinct nodules palpable in treated areas. Definite increase in amount of sat since baseline. Patients weight has been stable".

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Correction data: b5, e1, e3, g2.

Event description:
Patient reported through a practice development manager that a patient experienced paradoxical hyperplasia (ph) to the flanks and lower abdomen after coolsculpting treatment on (B)(6) 2024 to the flank and abdomen areas, using cooladvantage, cooladvantage plus and cooladvantage petite applicators,12 months post treatment. Healthcare professional later reported "tissue is similar in feel to untreated areas except there are distinct nodules palpable in treated areas. Definite increase in amount of sat since baseline. Patients weight has been stable".